Event description:
It was reported that catheter issue occurred. The opticross 6 hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter tip had gotten stuck in some calcium. The catheter and wire had to be pulled out together. Catheter tip came out with a mushroom shape. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter tip had gotten stuck in some calcium. The catheter and wire had to be pulled out together. Catheter tip came out with a mushroom shape. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope, sheath, and imaging window were kinked. The tip was also stretched. Additionally, microscopic inspection showed that that the guidewire exit port was torn and the tip was stretched. The distal section of the tip and the tip marker band were detached.